Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lamitrode lead, model: 3286, UDI: (B)(4), serial: (B)(6), batch: 4995216.

Event description:
It was reported that the patient's therapy was intermittently effective and the patient was in need of an MRI compatible system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient's therapy was intermittently effective, and the patient was in need of an MRI compatible system was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.